Event description:
The surgeon reported he and the company service representative tested the anterior vitrectomy handpiece before beginning surgery, but the anterior vitrectomy handpiece was not consistently actuating. When testing a third time, the handpiece actuated, but intermittently. Additional information received from the surgeon confirmed a posterior capsule tear occurred. The surgeon switched out the system to complete the anterior vitrectomy and finished the case. The surgeon declined to release more information on the event.

Manufacturer narrative:
The anterior vitrectomy handpiece has been received, and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. The report was mailed to FDA on: 09/16/2009.